Manufacturer narrative:
This product was later found to not be related to abbott's voluntary field action for centrimag motors. Manufacturer investigation conclusion: the reported event of a motor over temp alarm was not confirmed. The centrimag motor was returned for analysis at mcs zurich and was investigated by investigator (B)(6). The returned motor was tested with the returned and associated console as well as a test monitor. The motor was run at a speed of 4400 rpm with a flow of 5 lpm. The system was able to operate at this speed from (B)(6) 2019 at 17:30 to (B)(6) 2019 at 10:45. No faults occurred during testing. The motor successfully passed functional testing with a test console and a test flow probe. As a preventative action, the motor was reworked according to the document, (B)(4). A successful functional test was performed again. The reworked motor passed all tests. The motor was forwarded to the edc belgium. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction.

Manufacturer narrative:
Approximate age of device: this will be updated after the manufacturer's investigation is completed. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported with a centrimag ventricular assist device for acute support on (B)(6) 2019. It was reported that the centrimag device console alarmed "motor over temp" and the motor was hot to the touch while in use. The account changed to the back up centrimag device, no harm to the patient occurred as a result of the event. No further information was provided. A final report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.